Event description:
It was reported that after the implant procedure was completed, the patient was noted to have palpitations and inappropriate pacing was noted. The right atrial lead was found to be dislodged to the ventricle which was confirmed by chest x-ray. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).